Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 20 feb 2019 arjo was informed about the enterprise 9000x bed malfunction, which occurred in (B)(6) hospital in south africa. It was reported that one of the safety sides (head end) detached from the bed frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported. When the event occurred (on 20 feb 2019) arjo representative was called and visited the facility twice: on 20 feb and 25 feb 2019 to gather information regarding circumstances of the event. An interview carried out with the facility staff confirmed that this malfunction was not observed during use of the bed with the patient. The plastic component was found on the floor by the facility cleaner. No detailed information was available. The facility staff was unable to explain what exactly led to the defect and when it occurred. It is important to emphasize that the enterprise 9000x meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "the safety sides will be lockable in the closed (raised) position only" "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk." "Safety sides shall be designed to protect patient against entrapment in non-moving parts." Compliance was checked by the following test with the side rail in upper position: a) direct ad lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. B) direct and longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. C) vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail, repeat for 3 000 cycles. Moreover, the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. The durability of the panel against lateral forces was checked by applying 500n to the safety side. These all tests confirmed that safety sides locked and unlocked correctly and showed no signs of any hazard after completion of the cycles. What is more, IFU indicates the minimum recommended level of preventive maintenance. Check operation of side rails should be completed by the caregiver every day. The procedure must be carried out by suitably trained and qualified personnel. Taking into account all above it can be concluded that some additional force applied to the safety side could contribute to the safety side detachment. However, without having first-level evidence, the exact cause of the malfunction could not be determined. The review of events on enterprise 9000x registered in arjo complaint handling system during the last five years revealed that this is the first event related to the safety side detachment. In summary, although no adverse event occurred the complaint was decided to be reportable on potential as the safety side detached from the bed could pose a risk of patient falling during use. Upon the investigation conducted we were not able to determine the exact cause of the malfunction reported. There was no indication regarding patient involvement at the time the malfunction occurred. The safety side was reported to detach and from that perspective, the enterprise 9000x bed did not meet the manufacturer's specification.

Event description:
On (B)(6) 2019 arjo was informed about the enterprise 9000x bed malfunction, which occurred in (B)(6) hospital in (B)(6). It was reported that one of the safety sides (head end) detached from the bed frame. There was no information regarding patient involvement. Also, there was no injury nor other medical consequences reported.